Manufacturer narrative:
E1 initial reporter facility name: (B)(6). Investigation summary: bd had not received photographs or samples for investigation. Therefore, 100 retention samples from bd inventory were evaluated by visual observation and no issues were observed relating to poor barrier separation as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Complaints for sample quality are under statistical control for the month of august 2025. At this time, further testing is not indicated. This complaint is unable to be confirmed for the indicated failure mode poor barrier separation. Corrective and preventive action has been opened to address the sample quality issues. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. Bd quality will continue to monitor sample quality complaints.

Event description:
It was reported when using the bd vacutainer® sst¿ ii advance an unspecified number of devices exhibited poor gel barrier separation of the sample causing the analyzer probe to become clogged. A significant delay of results was reported due to this clog. No adverse impact was reported regarding the patient or user.